Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "rupture" and that it "went flat." The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening on valve. Leak test and microscopic analysis was performed which identified: white particles, opening crack on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Patient reported a left side "rupture" and that it "went flat." The device has been explanted.